Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side suspected rupture and right-side suspected bii.

Manufacturer narrative:
Sientra complaint: (B)(4). Additional information: sientra received additional information from the patient that she had developed an infection but she is refusing to provide additional information. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side suspected rupture and right-side suspected bii reported by the customer. Bilateral capsular contracture, baker grade 4, right side per surgeon revision report.